Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device damaging another device appears to be related to user technique. The reported unchanged mr was likely due to procedural and patient conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The implanted mitraclip (lot# 61108u107) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip delivery system (cds-61027u126) became caught on an implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted in the central segment of the mitral valve, reducing the mr to 1-2. The second clip delivery system (cds 61108u107) was advanced for lateral placement. After deployment, the mr raised from 1 to 2-3 and was now lateral to the second clip. The pressure gradient was 2. The third cds (61027u126) was advanced; however, the third clip became caught on the second clip, which caused the second clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. The third clip was deployed very lateral on the mitral valve and the mr remained at 4. The fourth cds was advanced for additional stabilization and mr reduction, but there was not enough space between the clips; therefore, the clip was not deployed and removed. Three clips were implanted, and the mr remained at 4. The patient was confirmed to be clinically stable post procedure. No additional information was provided.